Event description:
It was reported that the hand piece was causing the generator to go into standby. Sales rep stated that the hand piece has a high impedance and very low usage. No other info provided. No pt involvement. No pt consequences.

Manufacturer narrative:
(B) (4): eval summary: the analysis was performed and was found that the hand piece no longer meets the specs for phase margin. However, the instrument activated properly when tested with a generator. The hand piece was disassembled and a torn acoustic isolator was found.